Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. It was reported that the stimulation was too high. The patient reported they started having pain during visit with healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.